Event description:
It was reported the patient experienced anxiety and inability to sleep. The patient had been on edge for two weeks and was taking xanax or valium. The patient was having difficulty finding a health care provider (hcp) because the current hcp moved, retired, or passed away. The low reservoir alarm date was set for (B)(6)-2012 and as of the time of the report, no alarm had been heard by the patient. The pump was being used to deliver clonidine, baclofen, bupivacaine, and dilaudid.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter product ID 8598a, serial# (B)(4), implanted: 2011-(B)(6).